Event description:
A surgeon reported that there was slow response of the footswitch during a surgical procedure. The staff reconnected the footswitch and cable and the issue was resolved. The surgical procedure was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).